Manufacturer narrative:
The softclix plus lancet device is the suspect product.

Event description:
Pt reported that the lancet device carrier is not fully retracing, resulting in the lancet protruding from the device end-cap. Pt indicated that spouse has experienced an unintentional puncture while handling the device; however, the puncture was not related to the protruding lancet. Pt's spouse did not seek treatment for the puncture. No injury was reported. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.